Manufacturer narrative:
Manufacturer's investigation conclusion: the reported atypical voltage alarms were confirmed via analysis of the submitted log files. A review of the submitted controller event log file captured intermittent atypical power cable disconnect alarms on (B)(6) 2026. These alarms activated due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm voltage threshold. A driveline disconnect alarm consistent with the controller exchange was captured on (B)(6) 2026. These alarms did not impact the controller¿s ability to support the system as intended while the driveline was connected; there were no other notable events or alarms captured in the log file. The heartmate 3 system controller (serial number: (B)(6) was returned in unremarkable physical condition. The power cables were manipulated by hand to no effect. The controller was connected to a mock loop system and operated as intended for an extended duration. The power cables were manipulated, and the atypical alarms were unable to be reproduced. The controller passed all preliminary and functional testing without issue. It was reported that the patient had low voltage alarms, and power cable disconnect alarms on the controller. It was reported that the battery clips were exchanged and the alarms returned. It was also reported that alarms have occurred on multiple batteries and there is no obvious defect or damage to any equipment (batteries, clips, controller). It was reported that precautionary steps were performed to determine that the source of the alarms was not the clips or batteries as they were cleaned and multiple sets of clips were used. It was also reported that the alarms would transition back and forth between both power leads and would even happen when all of the equipment was not moving. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported alarms could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section f of the IFU and section 10 of the patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltages alarms, power cable disconnect alarms on their system controller. As part of troubleshooting the battery clips were changed but the alarms did not resolve. Alarms have occurred on multiple batteries and there was no obvious defect or damage to any equipment (batteries, battery clips, system controller). Log files were submitted for analysis. As per the log file review there were no unusual events recorded in the log file event history. The earliest timestamp in the event log file were captured from 28mar2026 at 8:07 am and there weren't any alarms being depicted in the log file afterwards. The mechanical circulatory system (mcs) equipment was operating as intended. It was reported that the patient came in on several occasions to the hospital due to persistent low voltage alarms that seemed to occur without a cause. All the precautionary steps were done to determine that the issue was not with the battery clips or batteries as all the equipment were cleaned and 3 different sets of battery clips were tried. It was determined that the system controller was causing the issue. The alarms would transition back and forth between both power leads and would happen even when all the equipment were not moving. The system controller was exchanged.